Event description:
It was reported to philips that the system showed an error referring to the therapy pca. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to a failure of therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor for which the therapy capacitor was requested and replaced to resolve the issue. The device remains at the customer's site and no further action is warranted at this time.